Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of myopotential noise and low amplitudes. There was difficulty interrogating this s-ICD with multiple programmers. A device save-to-disk was sent to technical services (ts) and data was analyzed. It was found that the interrogation difficulty was due to the software version on the programmer and loss of telemetry. Reprogramming was done in clinic. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.